Event description:
During a daily check, it was reported that the device was found with an illuminated service light and several event codes in the memory. Physio-control evaluated the device and verified the reported problem. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. Further evaluation of the removed therapy pcb assembly observed a malfunction that would prevent the device from charging defibrillation energy. The device was unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). The device was repaired and returned to the customer for use. The cause for the critical malfunction that disabled the device ability to charge defibrillation energy and log several event codes in the memory was determined to be a shorted capacitor, designator c106, on the therapy pcb assembly.